Event description:
Spontaneous communication: patient had cassette mixed at 8 pm but the pump starting beeping for a minute and shows "no disposable clamp tubing'', beeping about every 5 minutes. Patient checked and everything is aligned properly. Switched cassette to the back up pump and got error message stating "non-disposable, pump won't run." Started a new mix but the cassette won't allow the syringe to push any medication/diluent in. Switched to third cassette with new mix and it is working with pump with no issues. (Problem was with the cassettes and not the pump) lot number for cassette: 4235231, 417364l serial number for pumps ((B)(4)). Has this incident happened within the past 6 months? No; has this pt reported a pump malfunction within the past 6 months? No; no other info available, no side effect reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.